Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a cranial biopsy procedure. It was reported that the grub screw on the blue washer for locking the needle biopsy distance was faulty in three different needles in the same batch. The inner threads were not perforated to allow the screw to come through. The site was able to use another needle from a different batch number to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome.